Event description:
Procedure type: low anterior resection. According to the reporter: post operative leak day seven at the posterior aspect of anastomosis. There was no radiation or chemotherapy. Intraoperative lead test was negative. The patient was reoperated on and was diverted to fix the problem. The patient is recovering. There was no unanticipated tissue loss. There was no unanticipated bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).